Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and blood glucose were unable to get down on (B)(6) 2020 with blood glucose level was unknown. Customer was treated with shot. Customer stated insulin pump was not working. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.